Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. Extension and retraction turns of helix are within specification.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the atrial lead. The lead was placed multiple times but dislodged. The physician became concerned that the lead helix was either not deploying correctly or was plugged. The lead was removed and not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.